Event description:
It was reported that on june 7, a selenia dimension received multiple vta errors. A field engineer examined the device and found that the c-arm rotated on its own due to a defective vertical motor clutch. The field engineer replaced the vertical motor clutch and verified the said repair corrected the reported problem. The system passed all tests and meets the manufacturer's specifications. No injury was reported.